Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a b12srt trocar with the tip apparently burned off in one section. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during an unknown procedure, the trocar's sleeve tip was bent and was cracked. Device was not used for procedure. No patient consequences.